Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopic meniscal suture, the first peek of a fast-fix 360 was lowered and remained in the meniscus, but when the second peek was activated it did not descend. After several attempts, it could not be lowered, the suture was pulled and the thread broke. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Both t1 and t2 implants were removed from the patient using a shaver. No further complications were reported. No additional anesthesia was required. The patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned with a frayed and fracture end. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of the material specifications found that a material certification of analysis is required with each lot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the second peek descending issue include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. Factors that could have contributed to the broken thread include an application of unintended inappropriate or excessive force to the device. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.